Event description:
Information received by medtronic indicated that the sensor was fractured while is was in the body. Customer stated that the cannula stayed on their skin after removal. Customer stated that they did not received any medical treatment as a result of the sensor fracturing while in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.